Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported problem, however, performance testing could not reproduce the reported problem. The investigation determined that the reported event was due to contamination of the device main pcba. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.